Event description:
Ous MDR - the patient underwent an MRI scan at a foreign clinic without the ICD being programmed into the MRI program or off. The patient was discharged and then home monitoring reported eos on the device.

Manufacturer narrative:
According to the complaint description, the device had undergone an MRI procedure without activation of the MRI mode or turning off the therapy. According to the manual, this is application that does not follow the required measures to protect the patient and implant system is contraindicated. Damage to the ICD can then not be ruled out. The battery status eos was activated on (B)(6) 2018 due to the reported MRI exam. In general, interference signals sensed during a magnetic resonance tomography can lead to tachycardia detection with subsequent charge process. Under the influence of the strong magnetic field and depending on its direction and strength, a saturation of the high-voltage transformer can occur. During a charge process, this leads to a temporary drop of the battery voltage below the eos limit, which can result in the observed eos state. This is not a malfunction of the ICD. There was no material defect or manufacturing error.